Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information the device was replaced. No further information is available.

Event description:
According to the available information the device was replaced. No further information is available.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and connector / tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the longer exhaust tube of the pump. This is a site of leakage. The surfaces of the detachment site of the exhaust tube appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 1. Abrasion was noted on the detached connector/tubing. No functional abnormalities were noted with the detached connector tubing. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the shorter exhaust tubing of the pump. The rough and irregular surfaces associated with the separation on the exhaust tubing of cylinder 2 indicates sufficient stress may also have been exerted to separate the site while in-vivo. Separations of this type could then allow the loss of fluid, making the device inoperable. However, as additional information was not received, it could not be determined if one or all sites were the cause for the reported failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.